Event description:
It was reported that during a da vinci-assisted surgical procedure, intermittent firing issue occurred with bipolar energy on the integrated electrosurgical unit (iesu) or erbe during a procedure after ports had already been placed. An intermittent question mark had also been displayed on the bipolar port. Troubleshooting had included observing the issue on both bipolar ports, trying three different bipolar cables, and testing with two different instruments. The issue had appeared to be related to a defective bipolar port and had been temporarily resolved by securing the instrument cable connector to the port using tape. The procedure had continued robotically as planned with no delay and no patient harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the erbe was replaced by tse. Unfortunately, there was an issue with the replacement serial number; the s/n uploaded in sf360 was different from the one physically delivered, so they were not able to complete the exchange and generate the RMA. They are working to resolve the issue and will share the RMA as soon as they complete the operation in sf360.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe due to intermittent firing issue with bipolar energy. The system was tested and verified as ready for use. An RMA has not been issued for the return of the erbe for failure analysis investigation. A follow-up MDR will be submitted, if additional information is obtained. The root cause is likely due to a defective erbe.